Event description:
It was reported by the rep that during a lap cholecystectomy procedure the surgeon fired atleast two clips and then on the third firing he clamped down on the cystic duct and the device would not open. The surgeon forced the device open. Pulled another device to complete the case with no patient consequence.